Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to order supplies and mentioned that she was hospitalized for low blood glucose of 21 mg/dl. Customer declined troubleshooting and only wanted to order the supplies. No further details given.